Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty charged coupler device, and cut in the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: traced to a component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This supplemental is being submitted to provide the results of the legal manufacturer final investigation.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a no-image issue. The issue occurred during a therapeutic procedure (hysteroscopy, dilation, curettage, and ablation) completed using the same equipment. There were no reports of patient harm.